Event description:
During peg removal, the dome separated from tube. The dome cannot be removed due to rigity of dome filled with nutrients. Apart of peg is still in place inside stomach. Peg was in place for 16 months. Another 20fr. Peg was placed.